Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported implant fractured.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Unknown biomet implant was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. X-ray images were provided by the customer. The x-ray image shows the product fractured collar. Images of the patients mouth was also submitted. Also shows a fractured collar device history record (DHR) review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. No complaint history review could be performed without relevant lot and item information. Based on the available information, device malfunction has occurred and the reported event was confirmed. H3 other text : product not returned.

Event description:
No further event information is available at the time of this report.